Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure alarm as failure code 403. The root cause was determined to be a cracked u65 socket. The user interface module printed circuit board was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump which experienced an unknown failure alarm. It is unknown when or at what point in the process this condition occurred. Review of the device event history confirmed the reported condition as failure code 403, which interrupted delivery. There was no patient involvement. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.